Event description:
It was reported that the customer was hospitalized due to high blood glucose of 599 mg/dl. It was unable to check the programming as the insulin pump was suspended. Ran a fixed prime and high pressure test and they passed. Advised the caller that the insulin pump is functioning properly, and to call back if problem continues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.